Manufacturer narrative:
This product contains multiple medical device types and common device names. The information for the additional medical device type and common device name is as follows: medical device type: fpa. Common device name: intravascular administration set. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was not observed.

Event description:
It was reported that the bd vacutainer® push button blood collection set had a green tinged discoloration in the plastic portion of the device where the needle retracts. No serious injury or medical intervention.